Event description:
On 12/3/2024, it was reported by a sales representative via email that two ar-1926bcsp 3.5mm pushlock eyelets broke. This was discovered during a procedure on (B)(6)2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.